Manufacturer narrative:
Continuation of d10: product ID hh90t01; serial# (B)(6). Product type: mobile platform product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine, bupivacaine, and hydromorphone for non-malignant pain. It was reported that the patient stated the main medication was actually taken out of it so they tried not to stop the bolus. The patient reported that when they went to take a bolus, it wouldn't connect on the first attempt. It just said 'connecting' and then they waited a reasonable amount of time, but it didn't connect, so they had to go out and then resync it and usually it would connect on the second attempt. The patient mentioned that sometimes, they walk away, come back and try again, but usually when they try to resync it, it will connect. The agent had the patient close all applications, launch myptm and attempt to connect. The agent noticed that it takes a long time to connect. The agent reviewed data and assisted the patient in deleting the data. The agent had the patient close all applications and attempt to connect. The patient then saw a 'no response' message but eventually was able to connect to the pump. The agent reviewed information including resync. When the event date was inquired, the patient stated since probably like a year maybe and it was an ongoing issue, and sometimes it was tricky, so they called about it.